Manufacturer narrative:
Continue section e1 (phone #) (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture & seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, rupture & seroma.

Event description:
Healthcare professional reported left side "contracture grade IV", "small/moderate amount of fluid" and rupture. The device remains implanted.

Event description:
Healthcare professional reported "contracture grade IV, small/moderate amount of fluid and rupture". This record is for the left side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6.